Manufacturer narrative:
Account stated the bed is repaired and back in service. Account stated he does not remember what was done to repair the bed, but the bed is repaired and back in service.

Event description:
Account alleged the head up is not working intermittently. No injury reported. Bed is out of service.